Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed multiple occurrences of the battery inoperable alarms due to a defective internal battery. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the battery defect or deformation was due to an isolated component failure in the main circuit board (pcb) of the battery assembly. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. During device inspection, it was found that the battery was deformed. There was no patient injury reported as a result of this incident.